Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.2 pocket a3 failed and required maintenance, which hindered users from accessing medication for a patient. The customer reported that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a faulty cubie pocket a3 located in drawer 6.2. A field service engineer ejected pocket a3 from the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.